Manufacturer narrative:
Additional information was received that the patient had a competitors device. No further course of action.

Event description:
A report was received per social media that the patient underwent seven back surgeries for an unknown reason.

Event description:
A report was received per social media that the patient underwent seven back surgeries for an unknown reason.